Manufacturer narrative:
(B)(4).

Event description:
It was reported that tx battery died occurred. Data was evaluated and the allegation was confirmed as a tx failed error. The probable cause was determined to be tx failed error. The reported event of a tx battery died is reportable based on the finding of a tx failed error. No injury or medical intervention was reported.